Event description:
It was reported a customer experienced a past blood glucose (bg) level of "high;" cause was unknown. Customer administered a correction injection and a recommendation was made to consult with their healthcare provider regarding diabetes management. Blood glucose level was resolved.